Event description:
It was reported that the needle gets stuck in the catheter, making the occurrence a risk for patient care practice. Additional information received on 11-may-2026: when was the problem/defect identified: before, during or after use? During use. Was there any damage to patient's health? If so, please explain in detail. Another puncture with a new catheter was necessary. Could you confirm the date (dd/mm/yyyy) on which the problem/defect occurred or was identified? (B)(6) 2026.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.